Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the small battery drive device was making grinding noises while in use. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 5/17/2018 in the initial report. The date returned to manufacturer was corrected to 5/30/2018. The actual device was returned for evaluation. The device was evaluated and the reported condition was confirmed. A visual and functional assessment was performed which found that the unit was functional and passed all tests. It was determined that the device made a grinding noise when it ran. During service/repair, it was observed that the device had worn components. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.